Event description:
It was reported that while in the cardiac catheterization department, the intra-aortic balloon (iab) was inserted via a sheath, which was inserted in the pt's femoral artery. Difficulty was encountered when the iab was to be inflated. It is reported that the iab was removed and a datascope iab was inserted. There was no reported pt death or injury. Medical/surgical intervention was not required. The pt outcome is listed as "ok".

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.